Manufacturer narrative:
H3, h6: it was reported that a bilateral patient received a left bhr-total hip arthroplasty system. Ten years later, they were diagnosed with elevated chromium cobalt ions levels, and an MRI-mars showed significant fluid collection in both hips. They also started developing pain over the lateral aspect of their leg and when sitting. Therefore, a revision surgery was performed to treat an adverse local soft tissue reaction. During surgery, fluid collection, debris associated synovitis and macroscopic evidence of fretting at the taper junction between neck of the femoral component and the inside of the mom head implant was found. The acetabular component was well fixed in appropriate position and alignment, as well as the femoral component, therefore only the femoral head components were exchanged. No other complications were reported. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or definite escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the birmingham hip modular head (bhmh). The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions for all modular heads and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. Although the reported pain, elevated metal ions, and altr are consistent with metal debris the clinical root cause of the reported clinical reactions cannot be definitively confirmed. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, on (B)(6) 2005 a bilateral patient received a left bhr-tha system. Ten years later, they were diagnosed with elevated chromium cobalt ions levels, and an MRI-mars showed significant fluid collection in both hips. They also started developing pain over the lateral aspect of their leg and when sitting. Therefore, a revision surgery was performed on (B)(6) 2015, to treat an adverse local soft tissue reaction. During surgery, fluid collection, debris associated synovitis and macroscopic evidence of fretting at the taper junction between neck of the femoral component and the inside of the mom head implant was found. The acetabular component was well fixed in appropriate position and alignment, as well as the femoral component, therefore only the femoral head components were exchanged for a stryker poly and oxinium modular head. No other complications were reported.

Manufacturer narrative:
Internal reference number: case-2024-00220280-1. H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.